Event description:
It was reported that the akreos lens was implanted into the pt's right eye in 2008. In 2012, the lens became opaque with granular material that could not be removed with yag laser. The surgeon plans to explant the lens. Add'l info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.